Event description:
Hemodialysis machine programmed to infuse heparin at 5000 units per hour instead of 500 units. 6000 units infused when machine alarmed. Heparin turned off and physician notified. No adverse effects or evidence of bleeding noted. Patient monitored, no further action required other than discontinuing heparin for the remainder of the treatment.